Manufacturer narrative:
Depuy still considers this investigation closed. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4)

Event description:
Update rec'd 3/25/2013- ppd and medical records received. This complaint is for the right hip and is now legal. After review of the medical records for MDR reportability, the revision operative note indicated pain, discomfort, and leg length discrepancy. The stem has already been reported on (B)(4). The lot number is being updated for the femoral implant. There is no new additional information that would affect the existing MDR decision.